Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the coronarography unit, when the physician inserted the intra-aortic balloon (iab) in the super arrow-flex (saf) sheath, it was blocked. There was no reported patient death or injury. There was no medical or surgical intervention required and no delay in therapy. The physician inserted another iab without difficulty and the patient is listed in fine condition. Additional information received on 8/17/2010 from the sales representative stated that the iab and the sheath were removed together. The new iab was inserted via the same site with the spring wire guide (swg) left intact.